Event description:
It was reported that patient presented in clinic. Upon review, it was noted that implantable cardiac defibrillator (ICD) exhibited unspecified over-sensing. Programming changes were made resolving the issue. There were no patient consequences.